Manufacturer narrative:
The investigation into the automated impella controller (aic) has been completed. The aic was returned for investigation. Inspection of the console revealed loose screws inside the aic housing, which were determined to have been the two bottom mounting screws for the impellatronic board. In addition, the aic batteries were from the lot known to be susceptible to failures (single cell failure). No other deficiencies were observed during testing in engineering. It is most likely that the screws were not tightened after the board was reinstalled. The root cause of the aic issue was a loose fastener.

Event description:
The complainant reported that an automated impella controller unit had loose screws within the device. There was no patient involvement at the time of the noted issue.